Manufacturer narrative:
Customer returned insulin pump for an alleged critical pump error (open book image) alarm, pump error 24 alarm, pump error 63 alarm, audio/vibrate anomaly and rewind anomaly found on (B)(6) 2021. No critical pump error (open book image) alarm noted during boot up. The insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08715 inches. No unexpected rewind anomaly, critical pump error (open book image) alarm and pump error 24 alarm noted during the testing. Adjusted the audio options audio volume 1-5 and each setting functioned properly. However, the insulin pump alarmed pump error 63 during the self test. Successfully downloaded history files and traces using thus. Carelink upload was also successful. The keypad overlay was removed to perform visual inspection and found a broken trace on keypad assembly. Pump error 63 alarm (variableinfo = 03) was recorded and found in the formatted history file on (B)(6) 2021 15:12:39.000 due to a broken trace on keypad assembly. Per r&d engineer, there was no evidence of the critical pump error (open book image) alarm in the comlink3 logs. However, pump error 24 was generated since the motor health check failed ( the motor vcc was less than 2.9v) - hw issue. The insulin pump was cut open to perform visual inspection and found corrosion on the electronic assembly. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. A cracked retainer was confirmed. Rewind anomaly not confirmed. Audio/vibrate anomaly not confirmed. Critical pump error (open book image) alarm not confirmed. Pump error 24 alarm confirmed. Pump error 24 alarm due to hw issue. Pump error 63 alarm confirmed. Pump error 63 alarm due to broken trace on keypad assembly. During visual inspection, found corrosion on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer stated self test was performed and hardware low level failure error alarm occurred. Power failure error alarm was occurred during rewind process. Also, the vibration continued all the time even though the insulin pump was placed in storage mode. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.